Event description:
The probe would not thaw. Reference service and repair order log : (B)(4). Reference: (B)(4).

Manufacturer narrative:
Ref: (B)(4). Investigation x-inspect returned samples. Analysis and findings . Distribution history: based on the s/n this complaint unit was manufactured in 1990. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was returned on 12/22/2000 under log 407. The filter had been clogged and typically an end user handling error during sterilization. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. The complaint descriptions vary but describe torn silicone tubes along with very cold units. Product receipt: the complaint unit was returned on a repair. However, based on log 92325, this unit was at csi on 7/3/19. Visual evaluation: visual examination of the complaint unit revealed physical damage on the silicone tube. Functional evaluation: complaint unit was not functioning normally. Service & repair observed a torn silicone tube. Once corrected the unit functioned to specifications. No other adjustments or corrections were required. Root cause : a torn silicone tube indicates the tubing was pinched when in operation effectively creating an obstructed path for the exhaust. In such a condition, the tube can be damaged. Alternatively, the tube could have been caught up onto something else and ripped it open. In either case, the root cause is being attributed to end user handling error. Correction and/or corrective action : the unit was repaired and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical is currently evaluating the device and investigating the reported condition . A supplemental report will be filed once he evaluation and investigation are completed. Ref: e-complaint: (B)(4).

Event description:
The probe would not thaw reference service and repair order log: (B)(4); reference: e-complaint: (B)(4).